Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found haptic broken, optic torn, and clear surgical residue/debris on product. (B)(4).

Manufacturer narrative:
This product is not marketed in the us.(B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm, as well as patients under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vtich13.2, 6.5/3.5/x070 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, significant reduction of irido-corneal angles, and mild mydriasis. The lens was exchanged for a shorter lens and the problem was resolved.